Event description:
It was reported that a cartridge alarm 20 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The patient declined to provide further information and support for this issue, resulting in the pump being replaced.